Event description:
It was reported that during a stage two implant procedure, impedances of all pairs with electrode three were measured to be greater than 40,000 ohms. Impedances of other electrode pairs were measured to be within normal range. The extension connected to the lead in the patient¿s left hemisphere was replaced and impedances were measured to be within normal range. Impedances of the leads were measured to be normal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional review upon investigation completion determined that evaluation conclusion code applied to the event. Updated to reflect removal of previous evaluation conclusion code and replacement.

Manufacturer narrative:
Concomitant medical products product ID: 37086, serial# (B)(4), product type: extension. Product ID: neu_unknown _lead, product type: lead. Product ID: neu_unknown_ext, product type: extension. (B)(4).

Manufacturer narrative:
Analysis of the extension found the extension body conductor broken less than 5cm from proximal end.

Event description:
Additional information received reported the device was used within the patient for treatment. There was no patient death.